Manufacturer narrative:
A distributor performed initial evaluation of the device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to damaged/shortened capacitor c25. The customer's device archived by stryker. The customer received a replacement device.

Event description:
A customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.